Event description:
Vessel sealer locked up while in patient, was able to be removed without causing harm to patient. New vessel sealer obtained and opened. Defective vessel sealer in possession of clinical leader for product rep to investigate malfunction. Md aware.